Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An article summarizing a physician sponsored study was reviewed. One-hundred sixteen (116) patients underwent radio-frequency ablation (rfa) for the treatment of barrett's oesophagus (be) related neoplasia. The mean age of the patients within this study was 66 years +/- 9.8. 83% were male. Thirty-eight (38) patients had low grade dysphagia as baseline histology, 59 patients had high grade dysplasia, and 19 patients had intra-mucosal carcinoma. Eleven (11) patients developed strictures that required dilation during the three month follow-up. The median number of dilations required was two (iqr 1-3). This is patient 1 of 11.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a surgeon mentioned three strictures in three of his patients. Additional was requested from the reporter. Should we receive additional information, a supplemental MDR will be filed.